Event description:
Crew head snapped off.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2023, the screw was inserted into the drill hole and before the screw head reached the plate, the screw head snapped off where it meets the shaft. It was reported that the entire plate and two other screws in the plate had to be removed, the screw shaft was then over drilled with a cannula to remove. It was reported this extended the procedure time by one hour to remove the screw and complete the procedure. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.